Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 425cc saline breast prosthesis, catalog #3502425, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/26/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/27/2018, mentor received additional information about the event: it was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018 it was initially reported that the implantation date is (B)(6) 2015. New information states that the implantation date is (B)(6) 2016. Patient¿s explanted devices were replaced with mentor memorygel breast implant 600cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/13/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed one leak caused by a rent measuring approximately 0.1 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4)